Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported heating and tingling at the ipg site while recharging. A replacement charger was sent to the pt. A day later, the pt reported stabbing needles like sensation at the ipg site. The pt reported the pain as persistent.